Event description:
It was reported that contamination was noted. The opticross imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. During preparation while flushing, contamination was noted. No patient complications were reported. No further information was able to be obtained.

Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained.

Event description:
It was reported that contamination was noted. The opticross imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. While flushing, contamination was noted. No patient complications were reported. No further information was able to be obtained. It was further reported that there was no device issue. Prior to the procedure, user handling resulted in the device becoming contaminated.